Event description:
Per sales rep: the qdm initially would not run in reverse. Run on was then witnessed in both forward and in reverse. The device would not stop until the battery pack was disconnected.